Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and was not detected on bus. The customer stated that there was a delay in patient care. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. As per part investigation, it was determined that short between adjacent copper strands in the assy retractor dwr hh cubie, resulting in thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative & imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported condition of drawer main 4.2 wont open and not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4) the fse reported that the half height cubie drawer 4 2 on the main cabinet had all cubie pockets in row b failed and was not detected on bus. The fse reseated the row board cable and ribbon cable and replaced the retractor band. Finally, the fse ran a final test in hardware test application. The report was closed. During dchu visual inspection: p/n 353844 01: was received with a short between adjacent copper strands. During dchu testing: p/n 353844 01: dchu testing was not required due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the drawer main 4.2 wont open and not detected on bus complaint was attributed to a short between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844 01) which led to the observed thermal damage.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the half height cubie drawer 4.2 cubie pockets in row b was failed. Fse reseated the row board cable and ribbon cable, then replaced the retractor band and ran final hardware test application. The drawer and all cubie pockets were confirmed to function properly after testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and was not detected on bus. The customer stated that there was a delay in patient care. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.